Event description:
It was reported that the lead perforated the right ventricular apex. The patient developed moderate pericardial effusion. The lead was replaced.

Manufacturer narrative:
Lead tip stiffness was found to be within specification during testing. The lead exhibited normal electrical characteristics. Dried body fluid/tissue inside the header and inner insulation prevented helix extension. After cleaning and sectioning, normal helix mechanism was found.